Event description:
On implantation day, the following unexpected events were observed: after several defibrillation attempts only 2 with 42j were effective. While all the green lights were on the wand, telemetry errors occured several times. After several minutes, with safer pacing mode programmed, the ICD was operating in ddd mode.

Manufacturer narrative:
Preliminary analysis confirmed normal ICD behavior on implantation day. This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.

Manufacturer narrative:
(B)(4)

Event description:
On implantation day, the following unexpected events were observed:after several defibrillation attempts only 2 with 42j were effective.while all the green lights were on on the wand, telemetry errors occured several times.after several minutes, with safer pacing mode programmed, the ICD was operating in ddd mode.